Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the excessive no delivery alarm test due to motor error alarm anomaly. No moisture damage noted. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 423 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.